Event description:
Home pt reports pain in her shoulder during automated peritoneal dialysis treatment, believed to be a result of excess air in her peritoneum. Home pt reports air in set tubing. Discomfort dissipated as home pt performed dialysis. Per health care professional, there was no pt injury or med intervention. Health care professional noted that excess air may have been the result of home pt's improper priming of pt line tubing.